Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the femoral component. Here we found gaps. Additionally we found loosened bone cement on the surface. Furthermore we found folded bone cement. There was visible damage found on the gliding surface. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably patient and usage related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. We assume a bone loosening as the causal factor. We assume that the gaps were caused by explantation. It could be possible that there were problems with the cement technique too. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling with the cement. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. The implants had loosened and therefore needed to revise them. These are the implants that were explanted and were exchanged with implants from a different company. Components in use listed as concomitant devices are: nx054z / as vega ps tibial plateau cemented t2+. Nx122 / vega ps gliding surface t2/2 14mm.